Manufacturer narrative:
(B)(4). Evaluation, results: (migration). Results and conclusion: (angulated and reverse funnel shaped neck).

Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an 85 mm abdominal aortic aneurysm, approximately three years ago. Vessel morphology at time of implant was reported as the aortic neck was angulated about 60 degrees and reverse funnel shaped, measuring 23 mm at the renal arteries and 27 mm 1.5cm below. It was reported that the stent graft was found to have migrated 3cm, without the presence of a type 1 endoleak. Currently, the aaa is 85mm in diameter; the aortic neck dimensions are the same, however, the angulation has increased to 75 - 80 degrees. It was reported that the stent graft migration is attributed to the shape and angulation of the aortic neck. The patient is asymptomatic. The physician decided not to intervene at this time. No clinical sequelae were reported and the patient will be monitored.